Manufacturer narrative:
Findings: intermittent button response due to flattened up keypad dome. Minor scratched lcd window, cracked case near display window corners. (B)(4).

Event description:
The customer's father reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 187 mg/dl. The customer's father stated up arrow not responding to any key pushes. The customer stated that there is no significant event leading to the keypad issue. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.